Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year-old female patient who had essure (batch no. D01968) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor had trouble placing the left coil. He had to do it over again". The patient's medical history included meningitis in 2007, anxiety, iron deficiency anemia, vaginal discharge (yellow and foul smelling vaginal discharge), drug hypersensitivity, drug allergy, vaginosis bacterial, pregnancy, motion sickness, neuralgia, radicular pain, wisdom teeth removal, paresthesia of limbs (left thigh has been present since 2008 when she was pregnant with her son), uterine inflammation, echocardiogram and patellar tendinitis. Previously administered products included for pregnancy prevention: tri-previfem from (B)(6) 2014 to (B)(6) 2015, ortho tri-cyclen from 2010 to (B)(6) 2013 and kariva from 2006 to 2010. Concurrent conditions included cramp in lower abdomen, menses irregular, vaginal discharge, bleeding breakthrough, vaginal discharge abnormality (brownish vaginal discharge.), vaginal odor (patient who complains of fouls smelling), sores mouth, menometrorrhagia, adenomyosis, chronic cervicitis, obesity, muscular weakness, allergic rhinitis and endometriosis of uterus. Concomitant products included medroxyprogesterone acetate (provera) and sertraline since (B)(6) 2014. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 14 days after insertion of essure. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:anxiety"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced migraine ("migraines / headaches"), arthralgia ("joint pain"), abdominal pain ("abdomen pain"), uterine cervical pain ("cervix"), nervousness ("I am still pretty nervous"), adenomyosis ("I have adenomyosis"), myalgia ("pain in the right shoulder"), musculoskeletal chest pain ("I have pain in the right shoulder but also my lower right rib area"), breast pain ("my boobs have been so sore and feel very heavy") and breast discomfort ("my boobs have been so sore and feel very heavy"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, arthralgia, abdominal pain and uterine cervical pain outcome was unknown, the vaginal haemorrhage, migraine, dysmenorrhoea and dyspareunia had resolved and the depression and anxiety had not resolved. The reporter considered abdominal pain, adenomyosis, anxiety, arthralgia, breast discomfort, breast pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, musculoskeletal chest pain, myalgia, nervousness, pelvic pain, uterine cervical pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following one I am still pretty nervous were reported via social media. Most recent follow-up information incorporated above includes: on 24-jul-2019: plaintiff fact sheet,medical record and social media received, new reporter information, patient demographic ,essure indication start stop date , lot number ,concomitant medication and new event or outcome, injury replaced with abnormal bleeding (vaginal, menorrhagia abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression/ anxiety, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, joint, abdomen, cervix, doctor had trouble placing the left coil. He had to do it over again and I am still pretty nervous, I have adenomyosis, my boobs have been so sore and feel very heavy, I have pain in my right shoulder but also my lower right rib were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain/chronic pain') in a 35-year-old female patient who had essure (batch no. D01968) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor had trouble placing the left coil. He had to do it over again". The patient's medical history included meningitis in 2007, anxiety, iron deficiency anemia, vaginal discharge (yellow and foul smelling vaginal discharge), drug hypersensitivity, drug allergy, vaginosis bacterial, pregnancy, motion sickness, neuralgia, radicular pain, wisdom teeth removal, paresthesia of limbs (left thigh has been present since 2008 when she was pregnant with her son), cervix inflammation, echocardiogram and patellar tendinitis. Previously administered products included for pregnancy prevention: tri-previfem from (B)(6)2014 to (B)(6)2015, ortho tri-cyclen from 2010 to (B)(6)2013 and kariva from 2006 to 2010. Concurrent conditions included cramp in lower abdomen, menses irregular, vaginal discharge, bleeding breakthrough, vaginal discharge abnormality (brownish vaginal discharge.), vaginal odor (patient who complains of fouls smelling), sores mouth, menometrorrhagia, adenomyosis uteri, cervicitis, obesity, muscular weakness, allergic rhinitis and endometriosis of uterus. Concomitant products included medroxyprogesterone acetate (provera) and sertraline since (B)(6)2014. On (B)(6)2015, the patient had essure inserted. On (B)(6)2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 14 days after insertion of essure. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition:depression/psych injury") and anxiety ("psychological or psychiatric problems condition:anxiety"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced migraine ("migraines / headaches/migraine"), arthralgia ("joint pain"), abdominal pain ("abdomen pain"), uterine cervical pain ("cervix"), nervousness ("I am still pretty nervous"), adenomyosis ("I have adenomyosis"), myalgia ("pain in the right shoulder"), musculoskeletal chest pain ("I have pain in the right shoulder but also my lower right rib area"), breast pain ("my boobs have been so sore and feel very heavy") and breast discomfort ("my boobs have been so sore and feel very heavy"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, dyspareunia and abdominal pain had resolved, the depression and anxiety had not resolved and the arthralgia and uterine cervical pain outcome was unknown. The reporter considered abdominal pain, adenomyosis, anxiety, arthralgia, breast discomfort, breast pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, musculoskeletal chest pain, myalgia, nervousness, pelvic pain, uterine cervical pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), menorrhagia (heavy menstrual bleeding), psych injury and migraine. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2016: total bilateral occlusion. Concerning the injuries reported in this case, the following one I am still pretty nervous were reported via social media. Batch no d01968 . Production date 2014-08-21 expiration date 2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs received- the outcome of event pelvic pain, abdominal pain and menorrhagia was updated from unknown to recovered. Reporter's information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 35-year-old female patient who had essure (batch no. D01968) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor had trouble placing the left coil. He had to do it over again". The patient's medical history included meningitis in 2007, anxiety, iron deficiency anemia, vaginal discharge (yellow and foul smelling vaginal discharge), drug hypersensitivity, drug allergy, vaginosis bacterial, pregnancy, motion sickness, neuralgia, radicular pain, wisdom teeth removal, paresthesia of limbs (left thigh has been present since 2008 when she was pregnant with her son), cervix inflammation, echocardiogram and patellar tendinitis. Previously administered products included for pregnancy prevention: tri-previfem from december 2014 to june 2015, ortho tri-cyclen from 2010 to (B)(6) 2013 and kariva from 2006 to 2010. Concurrent conditions included cramp in lower abdomen, menses irregular, vaginal discharge, bleeding breakthrough, vaginal discharge abnormality (brownish vaginal discharge.), vaginal odor (patient who complains of fouls smelling), sores mouth, menometrorrhagia, adenomyosis uteri, cervicitis, obesity, muscular weakness, allergic rhinitis and endometriosis of uterus. Concomitant products included medroxyprogesterone acetate (provera) and sertraline since october 2014. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 14 days after insertion of essure. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:anxiety"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced migraine ("migraines / headaches"), arthralgia ("joint pain"), abdominal pain ("abdomen pain"), uterine cervical pain ("cervix"), nervousness ("I am still pretty nervous"), adenomyosis ("I have adenomyosis"), myalgia ("pain in the right shoulder"), musculoskeletal chest pain ("I have pain in the right shoulder but also my lower right rib area"), breast pain ("my boobs have been so sore and feel very heavy") and breast discomfort ("my boobs have been so sore and feel very heavy"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, arthralgia, abdominal pain and uterine cervical pain outcome was unknown, the vaginal haemorrhage, migraine, dysmenorrhoea and dyspareunia had resolved and the depression and anxiety had not resolved. The reporter considered abdominal pain, adenomyosis, anxiety, arthralgia, breast discomfort, breast pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, musculoskeletal chest pain, myalgia, nervousness, pelvic pain, uterine cervical pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following one I am still pretty nervous were reported via social media batch no d01968 production date 2014-08-21 expiration date 2017-08-31 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.